Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my insurance covered it because if the pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("I didnt have a period for the first 3 months."), feeling abnormal ("my tubes feel like they are both swelling or something."), abdominal pain lower ("I have had mild cramping / horrible cramsps"), alopecia ("my hair fall out / losing hair") and dysmenorrhoea ("cramping"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, amenorrhoea, feeling abnormal, abdominal pain lower, alopecia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, dysmenorrhoea, feeling abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: carmping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: cramping were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my insurance covered it because if the pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amenorrhoea ("I didnt have a period for the first 3 months."), feeling abnormal ("my tubes feel like they are both swelling or something."), abdominal pain lower ("I have had mild cramping") and alopecia ("my hair fall out"). The patient was treated with surgery (by getting them out - essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, feeling abnormal, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, feeling abnormal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter was added and new event pelvic pain also added. Case becom serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.